Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible noise or oversensing was noted on the pacing lead. Diagnostic testing was performed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.